Event description:
It was reported that during use the plunger is difficult to move with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: (2 of 2 complaints) the plunger movement felt sticky so it was not gliding smoothly. Additional information from customer: 1. Is the actual device still available to be sent to bd for evaluation? Yes, we just purchased a case from mckesson 2. On what date(s) did the incident occur? Started august 2019, that is when we started noticing that the plunger was getting stuck and not gliding smoothly 3. Did the reported issue occur before, during, or after use on a patient? During 4. If a patient was involved, was there any serious injury, change/cancellation of treatment or medical intervention/surgery? I use these needles for injecting neurotoxins, when the plunger is not gliding smoothly, the product does not come out evenly and often times I have to draw up more product because the plunger gets stuck so I apply a little bit more pressure and then it comes out to quickly. 5. If a patient was involved, are any patient identifiers involved? I am not sure what you mean by this. With this inconsistency, I often have to give my patients product for free because it is not their fault that the needles are inconsistent. 6. Can you further explain how the device was sticky? Was there a sticky substance on or in the syringe or was it sticky because the plunger was difficult to move? The plunger does not glide smoothly, it gets stuck, there is no sticky substance on the syringe. It is extremely difficult to control the plunger

Manufacturer narrative:
Investigation summary customer returned three (3) loose 31gx6mm, 0.3ml bd insulin syringes. Consumer reported plunger was getting stuck and not gliding smoothly. All three returned syringes were examined, then tested for plunger rod movement: all three syringes had plunger rods that were able to be moved properly. No evidence of manufacturing defect was observed. Since no manufacturing defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9168934. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200832054, 200831485] noted that did not pertain to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the plunger is difficult to move with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: (2 of 2 complaints) the plunger movement felt sticky so it was not gliding smoothly. Additional information from customer: 1. Is the actual device still available to be sent to bd for evaluation? Yes, we just purchased a case from mckesson 2. On what date(s) did the incident occur? Started (B)(6) 2019, that is when we started noticing that the plunger was getting stuck and not gliding smoothly 3. Did the reported issue occur before, during, or after use on a patient? During 4. If a patient was involved, was there any serious injury, change/cancellation of treatment or medical intervention/surgery? I use these needles for injecting neurotoxins, when the plunger is not gliding smoothly, the product does not come out evenly and often times I have to draw up more product because the plunger gets stuck so I apply a little bit more pressure and then it comes out to quickly. 5. If a patient was involved, are any patient identifiers involved? I am not sure what you mean by this. With this inconsistency, I often have to give my patients product for free because it is not their fault that the needles are inconsistent. 6. Can you further explain how the device was sticky? Was there a sticky substance on or in the syringe or was it sticky because the plunger was difficult to move? The plunger does not glide smoothly, it gets stuck, there is no sticky substance on the syringe. It is extremely difficult to control the plunger.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9168934. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the plunger is difficult to move with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: (2 of 2 complaints) the plunger movement felt sticky so it was not gliding smoothly. Additional information from customer: is the actual device still available to be sent to bd for evaluation? Yes, we just purchased a case from (B)(6). On what date(s) did the incident occur? Started august 2019, that is when we started noticing that the plunger was getting stuck and not gliding smoothly. Did the reported issue occur before, during, or after use on a patient? During. If a patient was involved, was there any serious injury, change/cancellation of treatment or medical intervention/surgery? I use these needles for injecting neurotoxins, when the plunger is not gliding smoothly, the product does not come out evenly and often times I have to draw up more product because the plunger gets stuck so I apply a little bit more pressure and then it comes out to quickly. If a patient was involved, are any patient identifiers involved? I am not sure what you mean by this. With this inconsistency, I often have to give my patients product for free because it is not their fault that the needles are inconsistent. Can you further explain how the device was sticky? Was there a sticky substance on or in the syringe or was it sticky because the plunger was difficult to move? The plunger does not glide smoothly, it gets stuck, there is no sticky substance on the syringe. It is extremely difficult to control the plunger.